Event description:
It was reported to medtronic minimed that the customer noticed a stuck button alarm. The customer received the pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer received the pump error 30 (failure saving special value for normal mode done to flash (replace battery if low)). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was not able to clear the error. Troubleshooting was performed for the stuck button alarm, and the pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No stuck button alarm, pump error 30 alarm or pump error 43 alarm during testing. Successfully downloaded history files and traces using thump. No pump error 30 alarm found in the history files or traces. In further analysis of the pump history found multiple pump error 43 alarm on 12/04/2025 from 05:47:52.000 until 20:42:38.000, multiple pump error 130 alarm on 12/04/2025 from 03:58:13.000 until 20:55:13.000 and one pump error 37 alarm on 12/04/2025 at 09:10:51.000 and multiple stuck button alarm on 12/03/2025 from 16:02:12.000 until 19:03:11.000. Pump was cut open to perform visual inspection and found corroded motor home switch, moisture damage on the j1/pcba 1, keypad flex tail and internal battery. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with cracked up and down button keypad overlay and scratched case during the visual inspection. Customer alleged not confirmed for pump error 30 alarm. Stuck button alarm confirmed multiple times in the pump history due to moisture damage on the keypad flex tail and j1/pcba 1. Pump error 43, 130 and 37 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.